Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that during an embolectomy procedure, the tuftex embolectomy catheter balloon ruptured while removing a clot. The device was checked prior to use and the balloon inflation was confirmed to be acceptable with no leakage observed. The saline volume used for balloon inflation did not exceed the recommended limit. There was no indication of abnormal storage conditions for the product. The device was reportedly used in a stenotic region. No additional incision was made, and no sharp object was used to puncture the balloon. No catheter fragments were retained in the patient. The procedure was successfully completed using a replacement device. No patient injury or adverse impact to the patient's health was reported.